Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and failed. The customer complaint was undetermined because there was no voltage. The reported event of unrecoverable loss of antenna passed threshold could not be determinded. A root cause could not be determined.